Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance due to possible fracture. The lead is to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. An out-of-tolerance sub-threshold lead impedance alert occurred on (B)(6) 2014. Maximum svc defibrillation impedance varies between 68 ohms and greater than 250 ohms between the weeks ending (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.